Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device had a bent clip after firing. The second device jammed on the initial firing. The third device was able to complete the case, but they wanted it analyzed with the other two devices.another device was used to complete the procedure. There was no adverse consequence to the patient.